Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported that on monday (B)(6), the patient had a revision. There was discomfort and felt like it was poking out; it was noted that it was shallow. It was planned to just move the existing lead to a more comfortable and effective position. Five days later additional information was received indicating that this was the third revision. The bottom lead was still biting and procedure was done under mac, testing intra-op was able to find a location that yielded the coverage she wanted without pinching. No testing was done post-op as the patient was having anxiety and refused programming. No implants were removed or added. The effectiveness of the therapy was unknown post-op. A new programmer was created intra-op and the patient opted to try a new program at a later time when they were ready for the follow up visit on (B)(6). The outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information received reported that the patient was getting good stimulation from both of their systems (manufacturer¿s device registry indicates that the patient had 2 implantable neurostimulator systems) with no complaint of pinching or discomfort. The patient understood the programming and recharging and had no questions at the time of report. If additional information is received, a follow-up report will be sent.